Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited nonspecific poor parameters, and low amplitudes. When the lead was removed from the patient, it was observed that the helix was deformed. No adverse patient effects were reported. This lead was returned for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the helix mechanism was bent. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. An investigation conclusion of unintended use error caused or contributed to event was assigned based on the analysis finding of induced damage (bent helix). The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited nonspecific poor parameters. When the lead was removed from the patient, it was observed that the helix was deformed. No adverse patient effects were reported. This lead is expected for return.